Manufacturer narrative:
The pump was returned to moog and subjected to a visual inspection and a number of mechanical and flow-related tests. The complaint could not be duplicated, and is thus unconfirmed. The visual inspection did confirm that the front housing had cracked. Such cracking is usually the result of the pump having been subjected to one or more physical shocks (i.e. Dropping from higher than 3 feet on to a hard surface). As noted above, however, the crack did not affect the operation of the pump - it performed according to specifications. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the pump continued to run after the bag was empty. The rate was set at 50 nl/hr, dose at 500 ml, with 700 ml in the bag. The distributor's own investigation showed a crack in the top housing, but provided no opinion as to whether the crack could have been related to the reported event. They sent it in to us for further evaluation. [(B)(4)]